Manufacturer narrative:
Additional information: d5. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with no physical damage. Technician installed h-2 pressure chambers to a regulated air supply e4366 due apr2021. Set the regulated air pressure to 5.6 pounds per square inch (psi) +0.0/-0.2psi. The reported issue was duplicated. The root cause of the report problem was a faulty pressure gauge. The pressure gauge was replaced., corrected data: corrected d4 catalog and h6.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed, the h-2 pressure gauge needle indicator reach up to 180mmgh, which is out of tolerance. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's pressure chambers would not pressurize. The h-1200 tower itself seems to be working properly. No injury or intervention. There were no reported adverse events.